Event description:
It was noted during review of a vns pt's programming and diagnostic history that an interrupted systems diagnostic test had occurred. Upon initial interrogation at the next office visit, the pt's settings were found to be reset to those of an interrupted system diagnostic test. The settings were reset to the correct settings at that office visit.